Event description:
It was reported that the 6600 system locked up during a pre-op checkout procedure. No pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the power supply and output cable. System functions as intended.